Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore on the left side of his back. The patient's nurse advised the patient to remove the lifevest for a short amount of time to allow the sore to heal. The patient reported that the irritation improved.